Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported a patient with normal weight showed fracture of the gamma nail four weeks after implantation. In the further course, the locking screw also broke, even if the screw in this case is to be considered too short. The patient required a revision surgery.

Event description:
It was reported a patient with normal weight showed fracture of the gamma nail four weeks after implantation. In the further course, the locking screw also broke, even if the screw in this case is to be considered too short. The patient required a revision surgery.

Manufacturer narrative:
Correction: please refer to d9/h3 product not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. There were no x-rays from the revision surgery provided, on the received x-rays from the follow-up is no breakage of the locking screw visible. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed. H3 other text : device disposition is unknown.